Event description:
In 2002 the end-user's family member called medtronic minimed and stated that pt had high bg's. Family member also stated that they had some issue with the silhouette. Cannula was breaking off and was coming out like it was chewed up. The following month maersk medical a/s received the complaint and 3 used cannula parts.